Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was noted that there was mild calcification and minimal tortuosity at implant. It was reported that a type ib was seen on an angiogram. It was also noted that radiology observed multiple lumbar arteries that were patent and filling the sac. The left hypogastric artery was coiled and a 16x10x124 endurant ii limb was implanted to extend into the left external iliac. This reportedly resolved the type ib endoleak. The physician stated that the cause of the event was due to undersizing. No additional clinical sequelae were reported and the patient is fine.